Event description:
It was reported that the patient had undergone skin treatment and was experiencing dyspnea. Upon interrogation, it was observed that the ventricular lead had fractured and exhibited loss of capture. The lead was capped and replaced on (B)(6) 2014.